Event description:
Patient presented with minor pain and radiographic evidence of femoral component loosening. Revision surgery is planned.

Manufacturer narrative:
Patient presented with minor pain and radiographic evidence of femoral component loosening. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.